Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found external insulation abrasion breaching the outer insulation and exposing the outer coil 4.1cm to 4.4cm from the distal tip. The cause of the external insulation abrasion is consistent with friction to another device or feature of the heart. No other anomalies were found.